Manufacturer narrative:
The facility re-ran with a set of treatment films with the correct localization data. The difference was about 0.5 cm which was closer to the rectum than intended. The clinic's criteria for dose volume histogram coverage of the target volume is a minimum of 95%. Calculating the dvh with these adjustments, 96% coverage was achieved; the original calculation had been 98%. Additional criteria for this clinic is a maximum dosage of 55 gy to the rectum. The adjusted plan did not exceed that and while the rectum received additional dose, it did not received more than the clinical tolerance.

Event description:
Physician reported that the z coordinate for one of the markers had been entered incorrectly, and they had treated the patient with 15 fractions before discovering that the value was entered incorrectly. The software did register an intermarker distance difference warning that was ignored. Initially, the customer offered to prepare a report for us but later declined as they felt it was an instance of user error, and not a product failure.